Manufacturer narrative:
No misadministration was reported in this case. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
It was reported that the mlc leaf parameter values are highlighted in orange color on the 4d integrated treatment console (4ditc). The user did not receive an interlock and thus the user still has the ability to continue with treatment. No pt harm is reported.